Manufacturer narrative:
MDR 2432235-2025-00194 was initially filed on 22-jul-2025. Additional information (30-jul-2025): siemens has concluded the investigation for the customer complaint of observation of erroneously elevated progesterone (prge) results were obtained on multiple patient samples when processed on an advia centaur xp analyzer. In addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) observed that the probe shutter was not opening properly during the movement of the reagent probes and the plate adapter for the probe shutter was worn. The cse replaced the plate adapter, reagent cam shutter, reagent probe 1 along with its sleeve and performed alignments on all three reagent probes. Following the service intervention, the cse ran a quality control (qc) which recovered acceptably. Siemens further evaluated the event and determined that the probable cause of the issue was due to the defective plate adapter of probe shutter. The instrument is performing according to specification and the reported issue was resolved by routine troubleshooting. No further evaluation of this device is required. In section h6 of this report, the component code and investigation conclusions codes were updated based on the investigation results.

Manufacturer narrative:
An outside united states (ous) customer contacted the customer care center (ccc) and reported that erroneously elevated progesterone (prge) results were obtained on multiple patient samples when processed on an advia centaur xp analyzer. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the analyzer, checked the error log and identified a volume check error (probe 1 volume check failure) on reagent needle 1. The cause of the event is unknown. The instrument is performing according to specifications. Siemens is evaluating the event.

Event description:
The customer reported that erroneously elevated progesterone (prge) results were obtained on multiple patient samples when processed on an advia centaur xp analyzer (s/n: (B)(6)). The initial results were reported to the physician(s) but were not questioned. The same samples were reprocessed on an alternate advia centaur xp analyzer and obtained lower results. The repeat results were considered correct. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment due to the reported issue.